Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Final product met specifications upon release to distribution.

Event description:
It was reported that the 2nd implant misfired. No significant delay or patient injury was reported. Back up device was available.